Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1908262, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1908262 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that "remanufactured (lipid)" leaked past the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter translated from french to english: "piston seal leakage, remanufactured (lipid) before sending into service".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "remanufactured (lipid)" leaked past the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter translated from french to english: "piston seal leakage, remanufactured (lipid) before sending into service".